Event description:
It was reported the cup was screwed onto the impactor and introduced into the pt's left side acetabulum. After impaction the dr. Was unable to unscrew the cup and subsequently had to remove the cup. The cup was unable to be removed from the impactor and a straight reamer was then used to introduce a different cup into the pt.

Manufacturer narrative:
The following other devices were also listed in this report: curved positioner/impactor handle, cat#1440-1300, lot# unk. Trident cup tip, cat#1440-1310, lot# unk. If cannot be determined which, if any of these devices may have caused or contributed to the reported event. Method - review of the device history & complaint history. The event was not confirmed as the devices were not available at the time of eval. Device history review indicated the reported titanium cup was mfg and accepted into final stock with no reported discrepancies. Lot ids were not provided for the associated devices. Complaint history review indicated there were no other events for the reported lot or family. The root cause could not be determined at the time of eval with the limited info provided. Additional info was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.